Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During additional laboratory analysis, the product surveillance technician (pst) observed one of the batteries to shut down after 15 minutes of load simulation testing, when 50 minutes is passing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) ran a battery test and the total nominal available capacity (tnac) dropped to 14.78. Although it was not failing, it was unusually low and the batteries were not due to be replaced for 11 months. The fsr installed new batteries and completed testing. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a "red" battery condition after only a short battery test. As a result an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries to meet specifications. The first battery measured 13.2 volts direct current (vdc) and had a conductance reading of 461 siemens (s), both passing. The second battery measured 12.90 vdc and had a conductance reading of 405 s, also passing. Per data log analysis, on (B)(6) 2018 the system is run on battery for a short time twice. The first time the battery capacity dropped from 15/16 to 14/16, and the second time it dropped from 14/16 to 11/16. This is an indication the batteries are no longer have 18 amp hours (ah) of capacity.